Manufacturer narrative:
(B)(4). Investigation result: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed distally by 17 mm. During the product analysis, the investigator was able to deploy the remainder of the stent without issue. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked at 102 mm proximal to the tip. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a stricture in the lungs after a lung transplant during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician had deployed the ultraflex tracheobronchial stent halfway when the release suture got stuck. The catheter began to bow and the physician was unable to deploy the ultraflex tracheobronchial stent any further. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a stricture in the lungs after a lung transplant during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician had deployed the ultraflex tracheobronchial stent halfway when the release suture got stuck. The catheter began to bow and the physician was unable to deploy the ultraflex tracheobronchial stent any further. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.